Event description:
It was reported that a patient underwent excision of multiple skin lesions on (B)(6) 2023 and suture was used. The whole lot was very fragile, the wrapper would easily tear and deteriorate when opening. The plastic holder/case would easily crack with little force and the suture string itself was breaking while the surgeon was using it. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: was there any adverse consequence associated with the patient? There was no adverse consequence associated with the patient. What is the total number of products involved in this event? According to the nurse, only 1 suture broke during use. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.